Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, the customer-reported malfunction was most likely caused by external stress by hitting/dropping the distal end. However, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility or third party supplier.

Event description:
It was observed during a third-party device evaluation the duodenovideoscope exhibited a distal end cap that was cracked. There was no report of patient injury or medical intervention associated with this event.